Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of pairing failure. The root cause was determined to be signal loss and caused by smart device platform/operating system. The reported issue of pairing failure is reportable based on the finding of signal loss.